Event description:
It was reported that, product 502-11-56f got stuck on the cup impactor. No delay of surgery, used a second cup impactor and implant".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.